Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the lid device fell inside the wound as it did not lock correctly on the battery handpiece device. According to the reporter, the surgeon had to clean the wound to reduce the risk of infection. There was a sixty minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There was medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the housing of the handpiece device was damaged and cracked. It was determined that there were signs of excessive force identified. It was further determined that the locking mechanism was forcibly broken and as a result no more secure locking could be performed on the lid. It was determined in this case that, it was possible the lid device could have turned and finally became loose. It was further determined that the falling out protection did not have its function. However, it was not possible for the lid to fall out while the handpiece was in operation. Thus, if the lid turned, the handpiece immediately interrupted its function and stopped. This procedure was tested in addition to all other tests. It was determined that the lid could not come off until it was be turned manually. It was further determined that the device failed pretest for general condition, check falling out protection and check fitting of the lid. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.